Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the patient presented in clinic a gradual increase in pacing lead impedance and intermittent ventricular capture were observed. The lead was explanted and replaced. The patient was doing well after the procedure.